Manufacturer narrative:
Surgical intervention planned for pt with a bicompartmental knee implant. At this time it appears that the surgical intervention is not device related, as it is reportedly planned to remove adhesions in the pt's knee. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention planned for pt with a bicompartmental knee implant.